Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed off-label to treat tricuspid regurgitation (tr) grade 4. Xtw (lot: 40402a1085) was chosen for implantation. During deployment, after removing the lock line and testing the lock, the clip relaxed open to 20 degrees and then was able to freely open. Troubleshooting was attempted multiple times but the issue persisted. The clip was able to be removed from the patient and two replacement xtw clips were implanted successfully reducing tr to grade 2-3. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.